Event description:
Customer reported a button error on her insulin pump. She stated that last weekend the battery died and she did not put a new battery in. She just put in a new battery and it alarmed failed battery. When she presses the up or down button, the screen cycles quickly through menus. Customer's blood glucose is 250 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with no down button response, due to corroded keypad trace. No button error alarm noted during testing. Unable to verify for operating currents including low battery, off no power or failed battery test alarm due to no down button response. Insulin pump was received with minor scratches on display window, cracked display window at the upper right side corner, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.